Manufacturer narrative:
The device was returned due to the guidewire becoming lodged in the patient. The returned guidewire had most of the outer coil detached and contained multiple kinks and bends. The detached portion of the outer coil was not returned and the inner coil was stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage and subsequent detachment is consistent with damage during use.

Event description:
During a pulmonary vein isolation procedure, the guidewire became lodged in the patient¿s vein. When attempting to remove the guidewire forcibly, the device broke and a portion remained in the patient. A snare was used to successfully retrieve the detached portion of the device. The device was replaced and the procedure was completed with no adverse consequences to the patient.